Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil detached despite it being an unanticipated detachment. The coil implant itself was collected for each microcatheter. The coil was damaged/early detachment. No additional surgical or medical treatment was performed. There was no deformation or damage to the delivery pusher. There was no resistance felt during this delivery. The coil was not repositioned and the coil dislodgement was not attempted. The delivery pusher was not rotated inside the patient. There was a continuous flush during the procedure. The second coil was inserted from the sheath to the microcatheter and resistance was felt. Flushing was performed again, however, it did not change the result thus the coil was collected. The coil was stuck in the sheath. The product was prepared as indicated in the IFU. There was no health damage reported. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 6mm and a 2.5mm neck diam eter. It was noted the patient's blood flow was ordinary and vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there is neither kink nor damage observed to the coil. The catheter was another companies product.